Event description:
It was reported that on (B)(6) 2025, a 19mm regent aortic mechanical heart valve was selected for implant. The native aortic valve was sized with a 19mm regent agn sizer. During device preparation, the leaflets were tested and moving normally when tested with a leaflet tester. The regent aortic valve was then implanted. However, post-implant, it was observed that the leaflet did not open. Subsequently, the valve was removed. Outside of the patient, the leaflets were tested again and opened with no issue. A new 17mm regent aortic mechanical heart valve was successfully implanted. Of note, prior to the regent procedure, a 25mm masters mitral mechanical heart valve was implanted to treat severe mitral regurgitation; no implant complications were reported. The patient was reported to be in stable condition.

Manufacturer narrative:
It was reported that post-implant the leaflet did not open, and the valve was removed. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: investigation findings: 3221. Investigation conclusions: 4315.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 19mm regent aortic mechanical heart valve was selected for implant. The native aortic valve was sized with a 19mm regent agn sizer. During device preparation, the leaflets were tested and moving normally when tested with a leaflet tester. The regent aortic valve was then implanted. However, post-implant, it was observed that the leaflet did not open. Subsequently, the valve was removed. Outside of the patient, the leaflets were tested again and opened with no issue. A new 17mm regent aortic mechanical heart valve was successfully implanted. Of note, prior to the regent procedure, a 25mm masters mitral mechanical heart valve was implanted to treat severe mitral regurgitation; no implant complications were reported. The patient was reported to be in stable condition.

Manufacturer narrative:
It was reported that post-implant the leaflet did not open and the valve was removed. A smaller size valve was successfully implanted. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received and without the device to analyze, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.